Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed low battery alarm, hardware low level failures alarm, and motor communication error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power error alarm noted during testing. Power error alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Format history file analysis confirmed hardware low levels and motor communication error alarm due to poor solder joints at ambient light sensor on keypad assembly. Device received with scratched case and pillowing keypad overlay.